Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-07746 and 2134265-2017-07673. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, the physician performed an automatic pullback test outside the patient's body, however, the opticross¿ would not pull back. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.